Event description:
07/06/2000 (thurs.) A pt was admitted from home in a collapsed state, smelling strongly of ketones. The pt was admitted to a ward where the pt had cardiac arrested and was subsequently resuscitated. 07/07/2000 8 a.m. (Fri.) The pt was transferred to the theatre recovery for observation until a bed in ICU became available. 07/07/2000 9 a.m. Both lab and meter glucose levels were obtained and insulin titration was continued at 10 units/hr. Medisense readings were obtained for 10 a.m., 12 p.m., and 1 p.m. And averaged 30.2 mmol/l (544 mg/dl) which was consistent with earlier readings. 07/07/2000 12 p.m. The insulin drip was decreased from 10 units to 6 units. 07/07/2000 appx. 12 p.m. (Noon) pt transferred to "itu". 07/07/2000 1 p.m. "Itu" staff members noted the difference in readings of the precision qid meter compared to the lab results from earlier in the morning. (9 a.m.) 07/07/2000 2 p.m. Insulin drip was increased to 8 units/hr. Orders were changed to laboratory glucose levels every two hours. As the laboratory values came down the precision qid values agreed more closely with the lab results. 07/08/2000 (sat.) The pt expired at 4 p.m. The cause of death may have been septicemia/pneumonia. The precision qid meter and strips were removed from i.c.u. And sent for evaluations. The use of the meter in this case was a contraindication of use and is stated in label copy.